Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. Lot number: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number was documented as unknown. Upon receipt of additional information, the lot number was identified as 4409. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: serial/ lot number unknown; (B)(4). The contact¿s phone number was not provided. The manufacturing location was unknown. The serial/ lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a below the knee amputation, right side surgical procedure, it was observed that the battery oscillator device was not working. There was a two minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was not reported in the initial report. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to jan 18, 2011. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was making a buzzing noise and not working. It was determined that the device controller for the battery power line was damaged and was making a buzzing noise when the power was on. It was determined that the device¿s electromotor for the oscillator was running loud. It was observed that other internal components were corroded and worn and had debris on them. It was determined that these issues were consistent with normal wear. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.